Manufacturer narrative:
The axium prime pushwire was returned for evaluation with the implant coil already detached as it remains in the patient. Evaluation of the pushwire has been completed and the clinical observation was not confirmed. The tack weld replacement (twr) crimps were found to be loose; however, the pushwire was found to be intact distal to the break indicator at the manual detachment location (via hypotube). The axium prime pushwire was found bent at the proximal end. All other subassemblies appeared to be normal and no other anomalies were observed. Without the implant coil and image or video evidence of the implant coil placement, or its subsequent location and current condition, the cause of coil loop in parent vessel could not be determined. It is possible that the re-positioning of the implant coil while it was attached to the pushwire led to the ¿coil stretch¿ and it is likely that the ¿stretched¿ condition of the coil led to the two small loops at the end of the coil in the artery, outside of the aneurysm. The axium prime instructions for use states, ¿if axium prime detachable coil repositioning is necessary, take special care to retract coil under fluoroscopy in a one-to-one motion with the implant pusher. If the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break. Gently remove and discard both the catheter and coil.¿

Event description:
Medtronic received information that during coiling treatment of a small unruptured, saccular anterior communicating artery aneurysm, an axium coil stretched during placement and coils loops remained in the parent vessel. It was reported that eight coils were successfully placed in the aneurysm prior to placing this coil. When deploying this coil, the physician attempted to reposition the axium by pulling it into the catheter, but a loop of the axium kicked out of the aneurysm. The axium appeared to be stretched. The physician detached the coil successfully with an instant detacher, but two small loops as well as the end of the axium were left in the parent artery outside of the aneurysm. The physician attempted to push the coil loops into the aneurysm with the tip of the microcatheter and guidewire, but was unsuccessful. The decision was made to leave the loops where they were and to perform follow-up angiography in 90 days. No patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.